Event description:
It was reported that the patient presented to the clinic after receiving an alert. Episodes of non-sustained lead noise due to post-paced t-wave oversensing were noted in clinic and via remote transmission. Programming changes were made and no further episodes of oversensing were seen. The patient was fine after the event.